Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "I need to perform surgery on a patient with allergan devices c-mlp - 350 cc. I am not sure if devices are broken." Device status unknown. This record relates to right side.

Event description:
The previous medwatch submission reported a rupture. This event is no longer reportable.

Event description:
The device is not PMA approved.